Manufacturer narrative:
Correction to the g3 of the initial medwatch. The aware date should be 18sep2024. Updated fields: h3, h4, h6, h11 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the results confirmed that the issue was reproduced and confirmed acoustic lens had scratches that reached the adhesive layer. The root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the acoustic lens of the ultrasound gastrovideoscope had a scratch reaching the glue-layer. There were no reports of patient involvement.